Manufacturer narrative:
The complaint for leaflet damaged while capturing was confirmed with other empirical evidence based on notes captured per edwards clinical specialist. Available information suggests that patient conditions (the patient suffered from a torrential tr in combination with different other diseases and amyloidosis. Because of the severe progress of this disease, and the septal leaflet was barely visible in any grasping view), and difficult imaging (there was bad image quality), may have contributed to the reported event. Additionally, no manufacturing non-conformities were identified during the investigation or identified from the imaging evaluation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : device not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. The patient suffered from a torrential tr in combination with different other diseases and amyloidosis. Because of the severe progression of this disease, there was bad image quality, and the septal leaflet was barely visible in any grasping view and because the valve was so vulnerable, probably a tear was caused of the anterior leaflet and a flail a-p from the second device. The third device achieved no reduction, and it was bailed out. The procedure was finished unsuccessful without any reduction. Medical treatment was given to the patient.